Event description:
After implant was completed during standard post-operative imaging, the physician discovered a pneumothorax. Patient was brought back into the or and a chest tube was placed. Patient stayed overnight and chest tube was removed the next day and patient was discharged. This resolved the issue.